Event description:
A baby was lying in the bassinet under the infant warmer. The nurse in attendance observed a flash of light that appeared to be be falling from the warmer. Sparks fell to the blanket igniting the blanket and melting through the matress. The baby was removed and the blanket was dowsed with water in a sink. There was no apparent injuries to the baby. No treatment was requireddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.